Event description:
It was reported that after the insertion of the needle, the positioning of the loss resistance and an abnormal feeling was noted. The syringe was checked to ensure it was positioned correctly and when trying to reposition the syringe, the terminal point broke off. No patient injury was reported.

Manufacturer narrative:
Customer provided photo which is attached to complaint notification. On the photo there is shown one device which has broken connection hub. Any other damage nor wearing is visible. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No information has been provided to date this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.